Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that for multiple aneurysms of the right internal carotid artery, it was planned to be treated with ped dense mesh stent. The femoral artery was punctured, and kangdelai long sheath successfully reached the c1 segment of the internal carotid artery, the silver snake intermediate catheter successfully reached the cavernous sinus segment, and the phenom27 successfully reached the middle cerebral artery m2 under the guidance of the sychro guidewire. According to the 3d measurement, the ped-500-25 model was selected because the blood vessel at the tumor neck was thick, reaching 5.5mm. The stent was fully hydrated, and after rehydration it was successfully delivered to the middle cerebral artery. The push rod was fixed, and the phenom27 was retracted to expose the ped-500-25 tip end. The surgeon wanted to open it at the m1 horizontal section, but after releasing it for one centimeter, there was still no way to open the tip end. So the surgeon wanted to withdraw the ica, because the blood vessel was relatively thick, and hoped it could be opened smoothly there, but there was still no way to open the tip end. Repeatedly increasing and decreasing the tension, and swinging slightly, there was still no way to open the ped-500-25 smoothly. Therefore, phenom27 and ped-500-25 were completely removed from the body. The surgeon replaced another phenom27 and ped-450-25 and repeated the corresponding operations. This time, the tip end was opened smoothly, the middle section was released and adhered well to the wall, the overall stent was deployed very smoothly, and the surgery was successfully completed. There was failure to open in the distal portion of the pipeline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Hcp released longer distance, overall increased and decreased tension, pushed and pulled and swung. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.  The patient was undergoing surgery for neurointerventional treatment of intracranial aneurysms, blood flow-guided dense mesh stent implantation of amorphous, unruptured multiple aneurysms of the ophthalmic segment of the right internal carotid artery with a max diameter of 6mm and a 6mm neck diameter. The access vessel was the femoral artery with an 8mm diameter. The landing zone was 3.91mm distally and 3.18mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level normal range. Angiographic result post procedure was the blood vessels were smooth and everything was normal. Ancillary devices include a kangdelai 6f 90cm sheath, ton-bridge silver snake 6f 115cm guide catheter, phenom microcatheter, synchro 0.014 inches guidewire.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was returned within phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened and damaged. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. Pushwire pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.